Event description:
It was reported that the patient was treated by an ambulance due to hyperglycemia. The patient's blood glucose (bg) level rose to 33 mmol/l (594 mg/dl). The patient had low bg levels (did not provide specific low levels), but the personal diabetes manager (pdm) went into the automated restricted mode and the bg levels rose and the patient began trembling, nauseous and started vomiting. The ambulance was called by the patient's spouse and came to the patient's home and removed the pod that was being worn and gave a 6 unit bolus with an insulin pen. The ambulance also helped activate a new pod and pair it with the the sensor and once their bg levels showed up on the sensor, the ambulance left.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.